Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 37537 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed and indicated the catheter was used for six applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. The pressure and flow were in range and the temperature curve had no oscillation or overshoot. In conclusion, the clinical issue of phrenic nerve injury occurred during the procedure. There is no indication of catheter malfunction related to the adverse event and the catheter passed the returned product inspection as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure while trying to reach the right inferior pulmonary vein (ripv), a kink was observed in the balloon making it difficult to get the proper occlusion. The balloon catheter was replaced. While freezing the right superior pulmonary vein (rspv) using the second balloon catheter, the phrenic nerve lost movement. Capture of the phrenic nerve was unsuccessful and the phrenic nerve did not recover. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were received and analyzed. The patient data file showed 7 applications were performed using the afapro28 balloon catheter with lot number 37537 and 6 applications were performed using afapro28 balloon catheter with lot number 37537. The patient data file didn't show any system notice on the reported date of the event. The received failure data file contained failure records for the date of the event and showed system notice 50012 (the refrigerant delivery path is obstructed) on the reported date of the event. In conclusion, the clinical issue for phrenic nerve injury occurred during the procedure. The phrenic nerve injury and balloon kink could not be assessed through data analysis. Analysis on the physical product is still pending. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.